Event description:
Pt was revised to address infection. The tibial tray was downsized to address tightness of knee. The tibial and femoral components were both loose at the cement/implant interface. Depuy cement was used in the primary surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.